Event description:
On q pain pump was inserted on c-section by physician. When he attempted to remove the catheter, it would not come out. The pt was brought to the or to have the catheter removed under general anesthesia.